Manufacturer narrative:
(B)(4).

Event description:
Information was received from the patient and health care provider via the representative regarding this patient in turkey who was receiving lioresal 1500 mgc/ml at a dose of 200 mcg/day via an implantable pump. The lot number and concomitant medications were not obtainable. The patient¿s medical history was reported as ¿none¿. It was reported that during normal use an itb catheter problem occurred. After the implantation, the patient's spasticity decreased and he was satisfied with the treatment. However, after several months, his spasticity returned. The patient went to the physician for his increased spasticity. At first, a bolus dose was performed in order to determine any change, but the patient remained the same. A catheter and roller test were then performed. The roller test was successful, but it was determined that the issue was catheter related. There was the inability to access to the catheter port using the suitable needles therefore there was suspicion that there would be a blockage in the catheter line. The patient was ¿immediately¿ taken to operation to prevent any catheter related problem. The pump operated properly and a new catheter was implanted. The issue was reported as resolved and the patient's status was reported as alive-no injury at the time of the report. The catheter was noted as explanted-complete on (B)(6) 2016. The return status was unable to be determined. The indication for use was not reported but requested. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2016, additional information was received from a company representative who indicated the patient has severe spasticity both at the upper and lower extremities. The itb system was implanted in order to reduce the spasticity.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by the health care provider noting the relevant history which included a catheter placement on (B)(6) 2015 and a new catheter implanted on (B)(6) 2016 (implant date and revision date previously captured). The spasticity/ muscle spasticity was also reported as the patient remained the same/ therapeutic response decreased and the patient remained the same/no therapeutic response. The return status was unable to be determined. Action taken with lioresal was unknown. The outcome of events reported as complete recovery. The seriousness of events was reported as serious (medically significant). The causality of events was not reported.